Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the extension leg was confirmed, but the exact cause of the damage was unknown. One purple midline connector and purple clamp labeled with 7ml/sec max were returned for investigation. Extension tubing was visible within the distal end of the connector. The distal end of the extension leg tubing was recessed within the connector. A microscopic examination of the extension tubing revealed a jagged and uneven surface. The characteristics observed on the extension leg indicate that the tubing tore. The break in the extension leg could be attributable to pulling, twisting, and manipulating the luer adaptor. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot.

Event description:
Per sales rep, the facility reported that the catheter came apart below the hub while inserted in the patient. The catheter was removed with no report of harm to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq1085 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that the catheter came apart below the hub while inserted in the patient. The catheter was removed with no report of harm to the patient.